Event description:
It was reported the catheter snapped where the y adapter attaches to the tuohy while the doctor was trying to deploy the stent. A 9f introducer and 0.035 guide wire were used for the procedure. There was a sharp angle in the fistula. The doctor encountered resistance and had difficulty advancing the stent to the intended site of placement. The delivery system was removed and another stent was deployed. There was no pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint is inconclusive. As no sample was returned for investigation, no evaluation could be performed. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of the device for use in the vascular system has not been established.